Event description:
It was reported that the patient received shocks due to oversensing t-waves. It was also reported that the patient had been drinking and may not have been takng their medications. Sensitivity was reprogrammed. The device is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.